Manufacturer narrative:
. E3: occupation: dr the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the shooting anchor of the angio-seal did not come out. There was no patient injury or surgical intervention required. Additional information was received on 29sep2024: they performed manual compression to achieve hemostasis. The procedure for the patient was a percutaneous coronary intervention (pci). The procedure sheath size was unknown. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was unknown if there was a pre-deployment angiogram performed. The patient was stable. When they shot the anchor and then pulled the angio-seal back, the anchor was not hooked. The blood loss volume was unknown.